Event description:
A surgeon reported that a pt who underwent lasik surgery was undercorrected. The pt had a lasik enhancement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Pt code:(B)(4).